Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314drg ICD implanted: 2011-(B)(6). (B)(4)

Event description:
It was reported that managed ventricular pacing had caused the patients heart rate to pace below the programmed lower rate of the implantable cardioverter defibrillator (ICD). Also, the atrial lead exhibited loss of capture. Reprogramming was performed and the device and lead remain in use. No patient complications have been reported as a result of this event. &#842;